Event description:
CPAP humidifier water smelled like vinegar and pt developed difficulty breathing and cough. Dose or amount: use for 6 hrs, frequency: nightly, route: nasal. Dates of use: 2007. Diagnosis for use: obstructive sleep apnea. Event abated after use: no.